Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen cracked from a fall. The agent provided a replacement for the patient. There was no report of any adverse event associated with this case.